Event description:
It was reported a cartridge change error occurred. Additionally, the cartridge was unable to be installed. Blood glucose was 134 mg/dl. Customer loaded a new cartridge successfully.